Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel that was recreated with pocket manipulation and arm movement. The noise was oversensed and resulted in inappropriate shocks. No noise was seen on the atrial or shock channels. Additionally, pacing impedance measurements were noted to be high and out of range. Additional information was received that this crt-d was prophylactically explanted due to the recall on this model, due to the fact that it may have contributed to the observed noise and due to the fact that medical adhesive had adhered to the seal plugs. The competitive ventricular implantable lead's rate/sense portion was capped and the rate/sense portion of an existing guidant ventricular implantable lead was put in service.